Event description:
The customer reported that during a procedure the system lost fluoroscopy function and the monitor displayed lines. No pt injury was reported.

Manufacturer narrative:
A ge service representative contacted the client by phone and went onsite. No approval was provided to proceed with the repair. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.